Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the partial lead was returned in segments and analyzed. Analysis was done and indicated the outer insulation of the lead was breached due to bi/multi-lumen tubing voids while in vivo. Typical indications of clavicle rib crush (outer insulation breach, flattened conductor) were not observed. All conductor testing was within specified parameters. An in-vivo conductor fracture was not observed. (B)(4).

Event description:
It was reported that right ventricular (rv) had low pacing impedance and high superior vena cava (svc) impedance. It appeared to have a crush at the clavicle. It was noted that the entry point of the lead was very medial. It was further reported that the lead was oversensing noise, with 942 short v-v intervals and non-sustained ventricular tachycardia detected. The lead was explanted and replaced. No patient complications have been reported as a result of this event.